Event description:
It was reported the radio-frequency ablation generator displayed a self-test error message when powered on. The pediatric patient was on the table, and a different ablation system was used instead. The ablation generator was returned for repair. There was no patient harm or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported error message. An integrated circuit (ic) was found to be out of specification. The dispersive electrode connector was also bent.